Event description:
The customer stated she was hospitalized for low blood glucose and the reading was 20 mg/dl. The customer stated she could not recall how she was treated but she was taken off the insulin pump during the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.